Manufacturer narrative:
On 08 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: the root cause for this event is post-surgical haematoma. No reason to suspect that this is related to a faulty implant. It is standard practice, when reoperating for any cause, to substitute the pe insert even though it is perfectly functioning. Batch review performed on 21 november 2016. (B)(4).

Event description:
The patient came in due to a hematoma. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.